Event description:
Same case as MFR report #: 6000093-2007-00662. Clinical trial. It was reported that 581 days following a coronary artery drug eluting stenting procedure, the pt developed in-stent restenosis. The index procedure identified and treated two lesions of a svg (saphenous vein graft) to the distal rca (right coronary artery). Target lesion one was a 4.0x15mm, 95% stenosed, de novo lesion. Target lesion two was a 4.0x8mm, 80% stenosed, de novo lesion. Prior to treatment, a filterwireez embolic protection device was deployed and two taxus express2 drug eluting stents, 3.5x20mm and 3.5x12mm, were implanted using direct stenting. Both stents were post dilated following deployment. The pt was discharged the next day on asa and plavix. The pt presented urgently to the study site 581 days following the index procedure with diffuse in-stent restenosis of the svg to distal rca. The restenosis was treated with two additional taxus express2 drug eluting stents and the pt was discharged three days later. The investigator reported that the relationship of the devices to this event was "probable".

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.